Manufacturer narrative:
(B)(4). The lot was manufactured from september 22, 2014 ¿ september 25, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) revealed white particles ranging between 0.92 to 1.78mm in length, floating in the fluid of the bladder. The particles were identified to be of acrylic material via fourier transform infrared spectroscopy (ftir) testing. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was found to have particulate contamination inside the balloon. This was noticed before patient use. The product was filled with meropenem. There was no patient involvement. No additional information is available.